Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) value of 48 mg/dl was recorded by continuous glucose monitor (cgm) data on (B)(6)/2018. Cgm alert 3 (cgm glucose reading below user¿s threshold) and cgm alert 1 (cgm low alert) were annunciated. Prior to the low bg, the user delivered a 10.62 unit bolus for 80 grams of carbohydrates and a bg of 151 mg/dl. Following the bolus, the user had insulin on board (iob) remaining until the low bg event. There were no erratic basal rate adjustments. It¿s possible the user over corrected. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 40's (mg/dl); cause was unknown. Juice was consumed to treat the low bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.